Manufacturer narrative:
Returned to manufacturer on: monitor sn (B)(4): 07/20/2010, battery pack sn (B)(4): 07/20/2010, battery pack sn (B)(4): 7/23/2010. Device manufacture date: monitor sn (B)(4): 02/2009, battery park sn (B)(4): 01/2008, battery pack sn (B)(4): 01/2008. Date received by manufacturer: monitor sn (B)(4): 07/20/2010, battery pack sn (B)(4): 07/20/2010, battery pack sn (B)(4): 7/23/2010. Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor will not power on with either battery) was confirmed. The monitor's battery connector pins were bent, preventing the batteries from being plugged into the monitor. The cause for the bent battery pins was not positively identified but was likely due to a misalignment problem when the patient inserted the issued battery pack into the monitor. The root cause for the misalignment problem was not positively identified. A root cause analysis for battery packs sn (B)(4) and sn (B)(4) is currently underway. A supplemental report will be sent when the analysis is complete. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
The nurse assisting a (B)(6) male patient contacted zoll lifecor customer support service to report that neither of the patient's batteries would power on the monitor. The patient was provided with a replacement monitor and two replacement battery packs.